Manufacturer narrative:
D10. CONTINUATION - CONCOMITANT MEDICAL DEVICES IN USE DURING THE EVENT INCLUDE: MEDTRONIC PRODUCT ID: EVFXPLUS-26; PRODUCT SERIAL/LOT NUMBER: (B)(6); PRODUCT TYPE: 0195-HEART VALVES; IMPLANT DATE: (B)(6) 2026; EXPLANT DATE: NA MEDTRONIC PRODUCT ID: D-EVOLUTFX-2329; PRODUCT SERIAL/LOT NUMBER: (B)(6); PRODUCT TYPE: 0195-HEART VALVES; IMPLANT DATE: NOT-IMP LANTABLE; EXPLANT DATE: NA MEDTRONIC PRODUCT ID: GWBC30; PRODUCT SERIAL/LOT NUMBER: UNKNOWN; PRODUCT TYPE: 0195-HEART VALVES; IMPLANT DATE: NOT-IMPLANTABLE; EXPLANT DATE: NA MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING THE ATTEMPTED IMPLANT OF A TRANSCATHETER AORTIC VALVE, UPON FULL DEPLOYMENT OF THE VALVE, IT WAS OBSERVED THAT THE PADDLE WOULD NOT RELEASE FROM THE PADDLE ATTACHMENT ON THE DELIVERY CATHETER SYSTEM (DCS). SUBSEQUENTLY, A GUIDEWIRE WAS ADVANCED TO MOVE THE DCS AORTIC, HOWEVER THE VALVE ULTIMATELY DISLODGED INTO THE ASCENDING AORTA. SUBSEQUENTLY, A SECOND VALVE WAS IMPLANTED SUCCESSFULLY. A 20 MINUTE PROCEDURAL DELAY OCCURRED AS A RESULT. ADDITIONAL INFORMATION WAS RECEIVED THAT THE TRANSFEMORAL ACCESS SITE WAS USED DURING THE PROCEDURE. THE VALVE WAS IMPLANTED USING CUSPAL OVERLAP TECHNIQUE. PER THE PHYSICIAN, IT WAS POSSIBLE THAT THE GUIDEWIRE CAUSED OR CONTRIBUTED TO THE DISLODGE. ADDITIONALLY, MINIMAL LEAFLET CALCIFICATION AND FIBROTIC LEAFLETS CONTRIBUTED TO THE DISLODGEMENT. THE DAY AFTER THE PROCEDURE, THE PATIENT WAS STABLE AND WAS DISCHARGED HOME. SUBSEQUENTLY, SEVERAL DAYS LATER, THE PATIENT DIED. THE CAUSE OF DEATH WAS UNKNOWN.

Event description:
Additional information was received that the cause of death was stroke. Per the physician, neither the first valve nor the second valve caused or contributed to the stroke or death. The cause of the stroke was unknown.

Manufacturer narrative:
Updated Data: B2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.